Event description:
During a pulmonary vein ablation procedure, a cardiac perforation occurred. At the end of the procedure, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.